Event description:
This senior medical surveillance specialist reviewed the info the pt/layperson gave to a customer care advocate (cca) in 2009. The pt alleged that his onetouch ultra meter would not turn on beginning ten days prior. Testing twice a day, reportedly he had replaced the battery six months earlier. The pt could not afford another battery since it was not yet pay day. Six days later, the pt became dizzy and fell down. The pt stated that he was "hypoglycemic." The pt, who had continued taking his evening 15 units lantus and 10 mg glipizide twice a day and "watching" what he ate, self-treated by eating carbs to increase his blood glucose. The pt also called his diabetic care giver (possibly his educator), who advised him to obtained a new meter at the pharmacy. Since it was too soon for medicare to cover a new meter, the pharmacist advised him to call lifescan. The alleged power issue was not resolved. The complaint is reported because, the pt alleged that if he had been able to test the night before (9/24/09) he would have known whether to eat more so that he would not have become low the next day. The cca replaced all products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.